Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 3x4 40cm 3.7f slalom thrill percutaneous transluminal angioplasty (pta) balloon ruptured at 8 atm. It was replaced with a new slalom thrill (3mm*2cm), and the procedure was completed. There was no reported injury to the patient. This was a shunt pta case. A 4fr non-cordis sheath was used during the procedure. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, or the stylet, nor any issues with the sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient. The device was prepped according to the IFU, and it maintained negative pressure during the prep. The intended procedure was for the radial cutaneous vein. The lesion was moderately calcified, and the vessel exhibited mild tortuosity. The percentage of stenosis at the lesion site was 90%. The device was not used for a chronic total occlusion (cto). The catheter was never in an acute bend, and the balloon catheter did not kink during use. The contrast to saline ratio was 1:1. The device was discarded.

Manufacturer narrative:
As reported, the 3x4 40cm 3.7f slalom thrill percutaneous transluminal angioplasty (pta) balloon ruptured at 8 atm. It was replaced with a new slalom thrill (3mm*2cm), and the procedure was completed. There was no reported injury to the patient. This was a shunt pta case. A 4fr non-cordis sheath was used during the procedure. The product was stored properly according to the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, or the stylet, nor any issues with the sterile packaging components. No kinks or damages were noted prior to inserting the product into the patient. The device was prepped according to the IFU, and it maintained negative pressure during the prep. The intended procedure was for the radial cutaneous vein. The lesion was moderately calcified, and the vessel exhibited mild tortuosity. The percentage of stenosis at the lesion site was 90%. The device was not used for a chronic total occlusion (cto). The catheter was never in an acute bend, and the balloon catheter did not kink during use. The contrast to saline ratio was 1:1. Without the return of the device, the failure reported by the customer as ¿balloon ¿ burst - at/below rbp" could not be confirmed. Procedural, handling, and anatomical factors (such as the calcification, tortuosity, and stenosis of the vessel) may all have been contributing factors, as these can cause damage to the balloon material that leads to its rupture. Prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Do not exceed the rated burst pressure recommended. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.